Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the patient came in for a post op visit and the surgeon noticed the creo locking cap had released from the tulip head.

Event description:
It was reported that the patient came in for a post operation visit and the surgeon noticed the creo locking cap had released from the tulip head.

Manufacturer narrative:
The part was not returned for evaluation. The purpose of this investigation is to evaluate the reported issue of cap loosening. Visual inspection of the imaging was not provided before the due date of the complaint. Supplemental information may be added if the imaging is returned. Based on the information provided, a posterior spinal fusion procedure from l4-l5 was completed. After the surgery during routine checkup, it was seen that a locking cap at l5 was loose. There was a revision surgery where the locking cap was replaced with no issues. The surgical sales representative was contacted for more information, and their response confirmed no abnormalities were experienced by the veteran creo mis surgeon user in either procedure .due to the inability the implant or replicate surgical conditions, the exact cause of the failure cannot be determined. The hazard/failure that matches the identified failure discussed above from the systems risk analysis is "implant breakage/disassembly post-op. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The following sections were updated for this supplemental report: b4, g6, h2, h6, h10.